Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the surgical lead shifted towards the right after the revision. The healthcare provider (hcp) wanted to know MRI eligibility in case one of both proximal ends of the leads would be unplugged from the neurostimulator (ins). The rep reported that for this shifted position, the patient lost optimal therapeutic effect of the device. The rep reported that reprogramming sessions were tried without success. Additional information was received from a rep on 2018-12-11. The rep reported that they weren¿t sure why a revision surgery of the ins was performed as the initial and revision surgery was done in the united states and the patient was following up in (B)(6) as the patient was still experiencing pain and now resided in (B)(6). The rep reported that a second review would be done in january. The rep reported that an x-ray was done during his first visit in (B)(6) and the x-ray showed that the road placement was on the opposite site of the pain that was mapped out. The rep reported that the patient was still experiencing pain as (B)(6) didn¿t have the new device and programmer for it, hence they couldn¿t interrogate or change any program setting. Additional information was received from a rep on 2018-12-18. The rep reported that the patient never made them aware of any issues with charging. The rep reported that the old ins was replaced because of charging issues. The rep reported that the paddle was placed midline, confirmed with x-ray and reference was placed in link. The rep reported that when the patient was last seen in august, all areas of his pain were covered. The patient never made anyone aware of these issues. Additional information was received from the hcp on 2018-12-20. The hcp reported that the ins was discharged pre-operatively on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 15-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the trial worked great and worked better than their permanent implant. They needed their therapy fixed and for their implant to work properly because they were lowering their medication and they had to constantly adjust their stimulator when they were sitting, laying, or standing. The patient reported they charged every single day and were told that shouldn't be necessary. They needed their adaptive stimulation adjusted. The programmer didn't reflect the correct position they were in and when they laid down they were shocked. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that starting in (B)(6) 2017, the patient has been charging every 3 hours. The implantable neurostimulator was implanted in the wrong place in his side. On (B)(6) 2018, the patient had the new implantable neurostimulator implanted and the issue did not get resolved, so this is the reason that he went to (B)(6). The patient went to (B)(6) the week prior to the report and had an x-ray performed and it was found that there was an issue with the lead. The patient has a date setup in (B)(6) 2019 in (B)(6) to get the lead fixed. The patient alleged that the manufacturer representative has known that the paddle lead was implanted on the wrong side or migrated to the right side and just kept trying to program the patient and never told the health care provider or did anything. No symptoms were mentioned, but only that the manufacturer representative kept on doing programming. The patient was not sure but thought that the health care provider implanted the paddle lead on the wrong side. There were no further complications reported or anticipated. Refer to manufacturer report #3004209178-2018-11911.